Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. (B)(6) 2010- the patient received a 12x4.00mm taxus liberte stent to treat a target lesion with unknown characteristics in an unknown anatomy location. (B)(6) 2011- the patient was diagnosed with a myocardial infarction without recurrent ischemic symptoms lasting 10 minutes or longer. There was no st elevation, depression or bundle branch block. Cardiac enzymes were tested. Due to this event angiography was performed but an echocardiogram was not. No other patient complications were reported. Additional information has been requested and is not available.

Event description:
It was further reported that the target lesion treated during the index procedure was located in the saphenous vein graft (svg). The patient received target vessel revascularization in the svg in (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).